Event description:
The pt contacted lifescan alleging that their one touch ultra meter was set to the incorrect unit of measurement. The meter was set to "mmol/l", instead of "mg/dl". The pt contacted their physician and was advised to replace the meter battery. The pt neither alleged harm no experienced injury or medical intervention. They took 1000 mg. Metformin following their conversation with the physician. The customer care representative verified that the meter was previously set to the correct unit of measurement and that they had not recently changed the unit of measurement through the meter settings. Based on the information supplied by the pt, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. No products were replaced.